Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to high pacing thresholds and placement difficulties. Additionally, the helix mechanism required more turns than usual to retract. An abnormal electrical measurement such as this could suggest further damage. This lead was then successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds nor placement difficulties.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to high pacing thresholds and placement difficulties. Additionally, the helix mechanism required more turns than usual to retract. An abnormal electrical measurement such as this could suggest further damage. This lead was then successfully replaced. No adverse patient effects.